Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was reviewed, confirming the complaint event. 3mensio imagery was provided and the following was observed: patients right access vessel had presence of tortuosity and calcification; calcification was also present above the femoral bifurcation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath plus, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported event were confirmed per evaluation of the returned device imagery. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were confirmed via 3mensio. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifsciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia in the aortic position. Patients iliacs were very large- measuring between 10mm-15mm throughout. Right tf access for 16f esheath. The 18f dilator was not used at all in this procedure. When the 29mm commander delivery system and valve advanced through the sheath, the scrub tech states that when the nose cone exited the sheath they felt a small pop, and when the valve/flex catheter connection exited the sheath, they felt a large pop. Tech states that this may have been when the distal tip rip happened. Physician noted that the valve was harder than normal to push through the sheath, despite patients large iliacs. Upon removal of the sheath, there was a rip in the tip of the sheath. Physician believes it was fully intact still with no missing pieces, however it was hard to tell for sure. Sheath was not removed with the introducer in, it was just pulled out. Procedure was completed successfully with no noted patient complications.

Manufacturer narrative:
Investigation is underway.